Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Unable to verify off no power alarm due to blank display. The device had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the insulin pump had stopped working without any warning alarms or alerts. The customer had tried three different batteries to no avail; the device would not power on. The customer stated that the batteries were kept refrigerated. The customer stated that they did not have a backup plan. The customer stated that they found a battery that was at room temperature, but the insulin pump still did not turn on. The customer inspected the battery compartment and it looked clean and there was no corrosion. The customer's blood glucose was 208 mg/dl. The discontinuation of the device was advised. Nothing further was reported.